Event description:
According to the reporter, during a laparoscopically assisted distal gastrectomy, while the duodenal was being disconnected, after s uccessfully firing the reload until the end, the knife did not return and the jaws did not open due to the adapter yellow swimlane error displayed on the screen. The green button on both sides were simultaneously pressed for 10 seconds and then a reboot was attempted, but the error did not disappear. Afterwards, the adapter with the reload still connected was removed from the power shell, then the knife was retracted using the manual adapter tool; the jaws were able to open and was removed from the port. The surgeon then used a separate adapter to resolve the issue. This led to 30 minutes or more delay in surgery. It was also noted that when the reload was unloaded, the adapter was tried on another handle by the sales representative, but it did not calibrate; an error was displayed. There was no patient injury. Medtronic's initial evaluation of the incident device found/detected an unreported condition of sulu/reload thick tissue; the staple pushers on the proximal side were pushed back to the cartridge and the clamping mechanism was deformed.

Manufacturer narrative:
Concomitant medical product/s: sigadaptstnd sig power sigadaptstnd linear adapter serial #: (B)(4); sigphandle sig power sigphandle handle serial #:unknown; sigpshell sig power sigpshell control shell lot #:unknown; sigmret sig power sigmret manual retract tool lot #:unknown evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information re garding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the reload was fully fired, the interlock was engaged, and the jaw of the reload was open. Functional testing required the interlock to be overridden and the reload was applied to test media. The reload interlock was tested and found to function properly. The most likely cause could not be established from the information available. The product analysis also found that the device was applied on over indicated tissue. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. No I nformation regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the staple pushers on the proximal side were pushed back to the cartridge and the clamping mechanism was deformed. Visual inspection noted that the reload was fully fired, the interlock was engaged and the jaw of the reload was open. Functionally, the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. Test media was transected. The reload interlock was tested and found to function properly. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.